Event description:
In this event it is reported that a raypex 6 gave incorrect measurements. No injury occurred.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Siroforce no. 8001237274: provided accessories: measurement cable diagnosis: battery defective measurement/charging socket broken housing broken needed service for repair: vr01113000901 raypex 6 pcb 1 vr01113000900 raypex 6 display and enclosure 1 v041119000507 raypex 6 rechargeable battery 1 sf3 service fee 3 repair report: the deivce was checked and repaired according to manufacturers specifications. The repair was carried out due to diagnosis report. Test according to iec 60601 passed. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.